Event description:
It was reported by the rep that during an unknown procedure, both trocars had the suture threader knob (olive plug) cracked. Another device was used to complete the procedure. There was no patient consequence. Two devices will be returned.

Manufacturer narrative:
Damaged olive button. Instrument b: batch # d9ea47, exp date: 9/22/2012; MFR date: 10/22/2007; (torn outer gasket). Eval summary: the analysis results found that the olive button of the trocar a was received with the suture tie post and latch broken off but present. While no conclusion could be reached as to how this damage occurred, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. No batch record review could be performed as no lot number was provided. The analysis results found that a device b was received with the outer gasket torn and the piece was returned. However, no anomalies were noted with the olive button. It should be noted that during the manufacturing process the gasket condition is 100% inspected. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.